Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that they had a high blood glucose value of over 400 mg/dl. The customer experienced symptoms such as vomiting. Customer stated that the infusion set had bent cannula. The customer was treated with bolus. Customer was using auto mode feature. The device will not be returned for analysis.